Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "the suction tip was bent and could not be remove from the cannula. Or staff pulled out the instrument and cannula together, and the instrument was broken using the foot to separate it from the cannula". The instrument was returned by the customer in a severely damaged condition. Due to the damage, the failure analysis team is unable to perform test related to the customer's complaint. A section beyond the proximal end was fractured and a piece (approximately 7.66 mm x 4.98 mm) was not returned. The main tube was fractured without material missing. The cable was fully severed, with no signs of discoloration or corrosion. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the suction tip was bent and could not be removed from the cannula. Or staff pulled out the instrument and cannula together, and the instrument was broken using the foot to separate it from the cannula. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the incident involved a breakage of the instrument shaft near the wrist while separating from the cannula. The broken part was completely detached from the rest of the instrument. However, no fragment fell into the patient because the entire instrument and cannula were removed from the patient before separation. There was no collision with other instruments or hard materials during the procedure, and no photographic images or video recordings are available for review by intuitive surgical, inc. (Isi).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.